Manufacturer narrative:
The device is not scheduled to be returned. The user facility spoke with an olympus representative and it was discovered that a non-olympus bulb was being utilized with the device. Olympus personnel recommend changing out to an approved olympus bulb, and the error message went away. Should additional information be provided about the event, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source experienced a e103 lamp light error. There was no patient harm or consequence reported as a result of this event.

Event description:
The customer confirmed this issue occurred prior to the procedure. There were no other devices involved in the event and there was no delay in the procedure. The intended procedure was able to be completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. The lamp life meter was at 500 hours, and after replacing the bulb the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the lamp was close to it's end of lifetime so the ignition error (e103) information was sent to the video processor, and then the video processor displayed the e103 error on the monitor.